Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 3 of 4. The baxter technical services representative (tsr) was unable to determine a cause for the system error 2240. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. The hp cycled the power to receive a system error 2367, then again to clear the alarms. The tsr assisted to end therapy and the hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that there was nothing unusual about his supplies that night. There were no samples available and he did not recall the lot. Since then, therapy has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had told her about the alarm. There were no adverse effects, and the patient was continuing therapy on the homechoice with no further issues.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.